Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the complaint of an unresponsive keypad could not be confirmed or duplicated on investigation. The keypad cover was undamaged and all buttons responded normally to button presses. There was no moisture observed in the battery compartment, under the display lens, or on any internal pump components. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn but the button remained functional. Leak testing revealed a bolus button leak.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.